Event description:
It was reported that the patient presented to the clinic with pain and a "shocking feeling" with every ventricular paced beat. Visual inspection of the right ventricular (rv) lead noted some blood staining inside the insulation. The rv lead and device were explanted and replaced with new lead and device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and a breached cut on the outer insulation. There was blood in/on the helix mechanism, a damaged guidetooth, and apparent explant damage.